Event description:
Pt stopped dialysis treatment-ama- after 2.5 hrs due to chest pain. Troponin drawn and blood was hemolized. Admitted to icc. Hg dropped from 12 to 8.9. Possible membrane rupture or tubing defect. Blood leak alarm did not alarm. Frequency: #1 and #2 - 3 x week. Dates of use: #1 and #2 - (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: #1 and #2 - esrd.